Event description:
It was reported that during the implant procedure the physician was unable to pass the guidewire because the inside of the lead was obstructed. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress and has became extrinsically distorted due to kinking/buckling. The visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.